Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8925t syndesmosis tightrope xp suture broke during tensioning. A skin incision was made on the medial side of the tibia to remove the entire implant. The case was completed using another ar-8925t syndesmosis tightrope xp. This was discovered during a procedure on (B)(6) 2024 to repair a tibiofibular ligament injury accompanied by a fibula fracture. It was also reported that the patient had an infection unrelated to the arthrex implant or procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.